Event description:
A consumer reported that following implantation of an intraocular lens (iol), consumer is seeing corner flashing and flickering that starts at the top and trickles down like a tear drop. Consumer is also seeing objects with a double effect, and seeing half circles when looking at car lights. Consumer reportedly has no depth perception. The association between this event and the iol is not known.